Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Device data was sent to rhythmcare for review. Further review is expected in the future. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Device data was sent to rhythmcare for review. Further review is expected in the future. Eventually, review of the data was made. This s-ICD delivered inappropriate therapy due to a complex heart rate morphology that due to device therapy decision algorithm, resulted in an inappropriate calculation. Subsequently, a leadless pacemaker was implanted as the patient is suffering bradycardia. It was indicated that after this new device implant, the s-ICD system is sensing better. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Device data was sent to rhythmcare for review. Further review is expected in the future. Eventually, review of the data was made. This s-ICD delivered inappropriate therapy due to a complex heart rate morphology that due to device therapy decision algorithm, resulted in an inappropriate calculation. Subsequently, a leadless pacemaker was implanted as the patient is experiencing bradycardia. It was indicated that after this new device implant, the s-ICD system is sensing better. Additional information was received that this s-ICD delivered another inappropriate shock due to t-wave oversensing. A defibrillation threshold (dft) test was completed successfully at 80 joules. The s-ICD was then reprogrammed to increase the conditional and shock zones. This device remains in service. No additional adverse patient effects were reported.